Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Hematoma/ minor bleed: the cause of the injury is most likely use related since large hematoma with active bleeding on arrival from transferring facility. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The user facility reported an impella cp in a 72 year old male patient for cardiac arrest support. Impella was backloaded on the wire and advanced into the ventricle without issue. Wire was removed and support was initiated. Veno-arterial extra-corporeal membrane oxygenation cannulation was followed with venous and arterial cannula placed in the radiofrequency ablation and right femoral vein antegrade sheaths were also placed for peripheral perfusion. This was followed by removal of the peel away sheath and advancement of the repositioning sheath, which is sutured and dressed. Following initiated of mechanical circulatory support levo was able to be weaned to 15mcg/min. Patient was then transferred to atrium cmc for advance therapy workup.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.